Event description:
The customer tested his blood glucose using 2 contour meters and received readings of hi and 226mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Only the meter information was provided. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.